Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a robot-assisted laparoscopic colposacropexy on (B)(6) 2017 and the mesh was implanted. Under the operation procedure an iatrogenic hole is formed on the bladder, and it is being sutured. After surgery, the patient had no complication at the control. One year later, the patient reports pain in the top of the vagina and pain associated with coitus. On (B)(6) 2018, cystoscopy is made showing erosion of the mesh material to the bladder accompanied by bladder stone formation. No further action has yet been taken. Additional information has been requested.